Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump that had constant occlusion alarm. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported constant occlusion alarm which was not reproduced. A review of the event history log identified constant downstream occlusion alarm. The cause was determined to be out of calibration force sensor which was calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted. Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported intermittent occlusion alarm unable to start infusion which was not reproduced. A review of the event history log identified multiple upstream occlusion alarms , however the log cannot be used to distinguish true and false alarms. No component could be determined for causality and therefore no correction was required. Should additional relevant information become available, a supplemental report will be submitted.